Event description:
The customer reported v1 and v4 12-lead ECG signal loss. There was no report of adverse pt impact.

Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site, but could not duplicate the reported symptom. The device passed all testing. Based on the customer's report, we are considering this a malfunction, but we cannot determine the cause, since the symptom was not duplicated.